Manufacturer narrative:
Section e1: reporter email was not provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient experienced a massive bleeding event on (B)(6) 2025. They had mediastinal bleeding as well as bleeding from the inflow graft and outflow graft. They had cardiac fluid retention with signs of tamponade. They received a blood transfusion of between 4 and 8 units. Their prothrombin time (inr) was 1.0 iu. Activated partial thromboplastin time (aptt) was 41 seconds. Platelet (plt) count was 38.4 × 10s/l. The patient was on warfarin/ heparin/ aspirin at the time of the event. The event was considered associated with implantation as the hemorrhage was from the anastomoses of the ascending aorta and outflow graft and identification by intraoperative initial findings. The patient underwent reoperation and drainage surgery as a result. They also underwent blood thinner treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding and pericardial fluid collection, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, provides information regarding how to prepare the sealed outflow graft for implant and includes steps for attaching the graft to the pump. This section provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. This section (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. This section also contains a section on "blood leak diagnosis" and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the bleeding was identified with chest opening findings, contrast enhanced computed tomography, and transthoracic echocardiography. The patient had a low flow alarm. A thoracotomy was performed on (B)(6) 2025 to remove the hematoma and stop the bleeding point, and chest was closed. The bleeding resolved. The cause of the bleeding was not clear. The surgical record stated that "intraoperative findings showed that the cephalic side of the artificial vessel that was anastomosed to the ascending aorta (at 9 o'clock from the surgeon's point of view) was bleeding." The hematoma occurred immediately after surgery and when the rehabilitation proceeded with the evacuation, so there might have been an element of re-bleeding of the anastomosis associated with body movement.